Event description:
It was reported that a scab had formed on the back of the pt's head or neck; there had been an erosion of the lead device, which could be seen through the wound. The hcp reported that the pt had been admitted to the hosp for a safety issue; the dbs wire was exposed (the implant location was not provided), and the right and left-sided leads, extensions and accessory products were explanted. Infection of the exposed wire was indicated with prod return, no other symptoms were reported. The pt had received IV antibiotics (not identified); the causative organism was not indicated. The pt outcome was stable; the adverse event was reportedly on-going. Re-implant of the sys would be considered. Add'l info has been requested from the physician.

Manufacturer narrative:
Results of final device analysis were not complete at the time of this report. A follow-up report will be sent when prod eval has been completed.